Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter split apart during use. The following information was provided by the initial reporter, translated from french: "the flexible part sometimes cuts in two".

Event description:
It was reported that the bd insyte¿ IV catheter split apart during use. The following information was provided by the initial reporter, translated from french: "the flexible part sometimes cuts in two."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. H6: investigation summary: five representative samples with sealed packaging were received by our quality team for evaluation. The samples were subjected to visual inspection to check for catheter tip damage and no damage or peelback were observed. The samples were also subjected to catheter penetration and drag tests to check for catheter penetration force and drag force. The catheter penetration force and drag force were within product specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.